Event description:
It was reported that post a stenting treatment procedure, thrombosis occurred. The 75% stenosed lesion was located in the non tortuous and slightly calcified internal carotid artery. The lesion was pre dilated with a 4 x 40mm sterling monorail balloon and the 10.0-24 carotid wallstent monorail was implanted at the target lesion. The stent was post dilated with a 4.5x30mm sterling monorail balloon and the procedure was completed with no patient complications reported. Post procedure, the patient continued with heparin, aspirin and cilostazol. After heparin was discontinued, the patient experienced eye pain, however, this condition improved. Three days post procedure, thrombosis was noted in the internal carotid artery. No stent damage was noted under fluoroscopy. No further intervention was taken, however, the patient was hospitalized for two weeks. Patient is being monitored.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. As the batch number is unknown, the manufacturing records for the complaint device could not be reviewed. The most probable root cause is root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).